Manufacturer narrative:
The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator, and displayed value properly on the display graph. The calibrations worked properly. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump may not be delivering properly. Caller reported that the customer recently had a blood glucose level of 324 mg/dl, which was treated with a bolus, but continued to rise to 360 mg/dl. During troubleshooting, the insulin pump passed the high pressure test. The customer's mother requested that the device be replaced. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.